Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.